Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03094. It was reported, the pt wants her scs system explanted due to pain at the scs ipg pocket site in addition to a component (unk) of the system causing focal low back pain. It was also reported the pt no longer uses system stimulation.